Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 23 mmol/l at the time of the incident and was treated with insulin pump. The customer reported that for the last four days their blood sugars have been really high. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported the high blood glucose event. The customer does not allege that the insulin pump was under delivering. The device will not be returned for analysis.